Event description:
It was reported that the inflatable penile prosthesis pump side was tender, swollen and red, the pump was adhered to the skin. These symptoms were considered as signs of infection. The patient underwent surgery, the cylinders and pump were replaced and the pump was implanted in a new spot. There were no further patient complications.